Event description:
During replacement of the device since it was found at eri during a previous follow-up, a warning message was seen indicating a >40 second charge time. The device was explanted and reported that it was disposed of. The files from the programmer were sent to the manufacturer for review.

Event description:
During replacement of the device since it was found at eri during a previous follow-up, a warning message was seen indicating a >40 second charge time. The device was explanted and reported that it was disposed of. The files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
Device was not returned.

Manufacturer narrative:
(B)(4) 2012: since the device was not returned for analysis, the files from the programmer were reviewed. The files showed that one reforming was automatically performed on (B)(4) 2012 and one incomplete charge time test was launched manually on (B)(4) 2012. The displayed value of the charge time (40s) is a default value used by the programmer software when the charge time test cannot be completed. In this case, only 0.1 j was stored in the shock capacitors. No data corruption or alteration is suspected; no anomaly was found in the implant.